Event description:
It was reported the device was explanted and replaced due to the short longevity of the battery. It was also noted the left ventricular output was programmed to five volts for the last two years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): performance data were collected from the device and analyzed. Time of recommended replacement time (rrt) in the save to disk data occured on (B)(6) 2011. The device rrt is less than or equal to 2.6251 volts. The weekly battery voltage trend data shows the minimum battery was 2.634 to 2.614 volts between (B)(6) 2011. A patient alert for low battery voltage occurred on (B)(6) 2011. The device was returned and analyzed. Actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.